Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), product type: lead. Product ID: 977a260, serial #: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-apr-2023, UDI #: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 19-mar-2023, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient using a wireless external neurostimulator (wens). It was reported that on (B)(6) 2019, during a trial implant, high impedances were found on contacts 10, 11, 12, 13, 14 and 15. The impedances were: 7000, 6000, 28000 and 10000 ohms. All were less than 40000 ohms. The other lead was placed in both slots of the wens and impedances were fine. The "bad" lead was put in the 0-8 slot and showed the same impedance issues. They then tried a different wens and the same impedance issues showed up on contacts 10-15. The lead was moved back and forth a little bit to make sure it wasn't caught on anything, but they still had the same impedance issues. It was reviewed that they should consider setting up a program to run for a period of time to see if the impedances change since due to the potential of temporary high impedances, but that it was up to the physician to decide whether or not to replace the lead. No symptoms were reported. No further complications were reported or anticipated. Additional information was received from a manufacturer representative (rep) on (B)(4) 2019. The leads were moved by the physician which resolved the high impedances. The leads will not be returned. The physician did not save them when they were removed. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.